Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual and microscopic analysis of the returned device identified: broken shell with sharp edge(a dimension measurement in the shell was performed which identified the thickness within specification), flat creases and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified (tear) opening.

Event description:
Physician has reported right side "implant shell integrity loss diagnosed". Device has been explanted.